Manufacturer narrative:
The t:slim pump user guide states that the incomplete cartridge change alert occurs when you select change cartridge from the load menu but did not complete the process within 3 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a change cartridge alert while attempting to change cartridge. Tandem technical services educated the customer that the reason why the alert occurred was due to the change cartridge process had not been completed within 3 minutes. The customer's blood glucose level was 440 mg/dl. The customer delivered a correction bolus to address bg level.